Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. The device was withdrawn from the body, and manual compression was performed to stop the bleeding. There was no reported patient injury. The user attempted to press the button outside the body or pull on the guidewire loop to release it, but failed to depress it, and the plug remained in the delivery rod. The device had no issue with blood return, and the indicator window changed to solid black. The device was used in an arterial embolism procedure with a retrograde approach. A non-cordis 5f sheath was used. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel diameter was not verified to be greater than or equal to 5 mm. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The indicator window did show a red color during retraction. There were no visible signs of device or package damage prior to use. The user was trained on the device. The device was stored and prepped according to the instructions for use (IFU). Additional information was requested but not provided. One non-sterile vascular closure device - 5f (us) was received for analysis. Upon visual inspection, the device was already inserted into an unknown catheter sheath introducer (csi). The deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which had dry blood residues. The indicator wire was deployed, and the loop was in good condition. The indicator window was in the white/black position, and the cowling guard was locked. No anomalies were observed during the analysis. Functional testing of the device could not be successfully performed since the device was clogged with blood residues. An attempt to clean the device using hydrogen peroxide was made but was unsuccessful. The device was opened to observe the internal components, and no anomalies were noted on the indicator window or the deployment lever mechanism. The reported event of ¿deployment lever (button)-frozen/locked¿ could not be confirmed through analysis of the returned device as functional analysis could not be performed due to the dried blood residues. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the frozen/locked deployment lever event reported as the functional test could not be performed due to the received condition with the dried blood that could not be cleaned out in order to depress the deployment lever. However, as this condition would not have been experienced by the user, and there were no issues noted during inspection of the internal components, it is possible that procedural/handling factors (such as the indicator window was not at the proper solid black position when attempting to depress the button) contributed to the issue experienced during the procedure. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The final picture analysis been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. The device was withdrawn from the body and manual compression was performed to stop the bleeding. There was no reported patient injury. The user attempted to press the button outside the body, or to pull on the guidewire loop to release it, failed to depress it, and the plug remained in the delivery rod. The device had no issue with the blood return and the indicator window changed to solid black. The device was used in an arterial embolism procedure. The procedure used a retrograde approach. A non-cordis 5f sheath was used. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel diameter was not verified to be greater than or equal to 5mm in diameter. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The indicator window did show a red color during retraction. There were no visible signs of device/package damage prior to use. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.